Event description:
The customer reported the evis lucera elite colonovideoscope displayed an e315 unsupported scope error message and the screen was blank. The message was displayed when preparing the scope for use during a unknown procedure. The procedure was completed using a similar scope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and an e315 error message was displayed when the scope was connected to the stack system. In addition evaluation found the plug body was dismantled and the moisture indicator had been triggered after coming in contact with fluid/moisture. The inner moisture indicator was activated and fluid droplets were evident. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely water got inside the scope connector during user handling. As a result, an abnormality occurred in an electrical component, and an error message was displayed. The event can be detected/prevented by following the instructions for use which state: 1) "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." 2) "do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.